Event description:
The analyzer produced a negatively based ahiv result for a quality control sample. A result of 0.20 s/c was obtained versus a target range of 1.85 to 10.49 s/c. The sample was repeated and a result of 2.66 s/c was obtained. The investigation determined this event to be consistent with a malfunction which could occur with ckmb, total b-hcg, or troponin I. There was no report of pt harm as a result of this occurrence.